Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Patient's wife reported that bd q syte closed luer - 4 were not sealing/leaking and also the syringes, they were sent 18 but there were some that were different due to a miss pick. No further information provided. Please find below the response we received from mhra concerning the missing initial reporter details: where the reporter has provided consent to share their details with manufacturers, this will be included in the report sent to you. In this case we are unable to provide contact details however if we receive any further information, we will share this with you.